Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead. No noise was noted. A system explant is expected, including this rv lead and the cardiac resynchronization therapy defibrillator (crt-d). This patient is expected to be transferred to another hospital facility for the procedure. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead. No noise was noted. A system explant is expected, including this rv lead and the cardiac resynchronization therapy defibrillator (crt-d). This patient is expected to be transferred to another hospital facility for the procedure. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. A revision procedure was attempted to replaced this rv lead. The lead was unable to be extracted successfully, and the procedure was postponed. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported.